Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information, source: phone,

Event description:
Reported 1 false positive sars results for one asymptomatic patient, off-label at the time. The customer communicated the result was confirmed negative by molecular (pcr testing).